Manufacturer narrative:
Patient reportedly suffered soft tissue damage when attempting to lift a heavy object too soon after surgery. Revision surgery was performed to repair the damage. No problems were reported with the device, but it was replaced by the same implant of smaller size to reduce tension on the damaged tissues after the trauma event. No explants have been provided to plus USA, therefore, no evaluation is possible. The reason for revision surgery was the reported pt trauma. The pt's condition was not attributed to any device problems according to the surgeon.